Manufacturer narrative:
Added g3/g4, h1/h2, h6: investigation conclusion.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular procedure to treat an abdominal aortic aneurysm (aaa) utilizing gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg conformable) and two gore® excluder® aaa endoprosthesis (contralateral legs). Reportedly, the physician went to deploy the contralateral leg after cannulating the gate, and lost guidewire access at some point as it might have come out when the pigtail was spun. The contralateral leg ended up deploying behind the gate and physician then had to do a fem-fem bypass procedure and make a aorto-uni-iliac (aui), for which, physician plans to bring the patient back within a week to complete the aui procedure. Patient is doing well, no blood flow issues and was discharged. The medical tech on the case was working on the aaa for the first time and there were no deployment issues but continuous issues with the guidewire cannulation access being lost or moved 3 times which led to the device possibly being deployed behind the gate. On (B)(6) 2024, additional information received on reintervention: the aui was performed successfully.

Manufacturer narrative:
Added b5: describe event or problem. Added g3/g4, h1/h2, h6.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular procedure to treat an abdominal aortic aneurysm (aaa) utilizing gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg conformable) and two gore® excluder® aaa endoprosthesis (contralateral legs). Reportedly, the physician went to deploy the contralateral leg after cannulating the gate, and lost guidewire access at some point as it might have come out when the pigtail was spun. The contralateral leg ended up deploying behind the gate and physician then had to do a fem-fem bypass procedure and make a aorto-uni-iliac (aui), for which, physician plans to bring the patient back within a week to complete the aui procedure. Patient is doing well, no blood flow issues and was discharged. The medical tech on the case was working on the aaa for the first time and there were no deployment issues but continuous issues with the guidewire cannulation access being lost or moved 3 times which led to the device possibly being deployed behind the gate.